Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave a motor rate error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The reported issue was confirmed through functional testing. The device was repaired by replacing the motor and clutch to resolve the motor rate error, replacing the interconnect board due to corrosion, and replacing the radio board due to the wlan script issue. After the repair, the device passed all validation tests.